Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31542. Related manufacturer reference number: 1627487-2020-31543. Related manufacturer reference number: 1627487-2020-31544. Related manufacturer reference number: 1627487-2020-31545. It was reported that the patient underwent a surgical procedure on (B)(6) 2020 to improve placement of the leads and ipg. During the surgery the leads and extension were explanted and replaced with new leads and extensions. The ipg was relocated to another pocket for comfort. Reportedly, stimulation was confirmed post op.